Event description:
The customer reportedly obtained a 210mg/dl on the accu-chek advantage system in comparison to the professional meter result of 69mg/dl. The customer felt weak and shaky. She was not treated at the physician's office. The customer drove to mcdonald's and treated herself by drinking orange juice and eating a breakfast sandwich. No adverse event reported. New system sent to customer and return requested.